Manufacturer narrative:
Results: the benchmark was fractured approximately 2.5 cm from the hub. The benchmark was kinked approximately 45.0 cm from the hub. Conclusions: evaluation of the returned benchmark confirmed that the catheter was fractured. If the benchmark is forcefully advanced against resistance or is otherwise manipulated at extreme angles during use, damage such as a kink and subsequent fracture may occur. Further evaluation of the returned benchmark revealed a kink in the catheter shaft. This damage was likely incidental to the reported complaint. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using a benchmark 6f 071 delivery catheter (benchmark). During the procedure, the physician advanced the benchmark into the patient and subsequently, the benchmark would not advance through the patient¿s anatomy. Therefore, the physician decided to remove the benchmark. Upon removal, it was noticed that the benchmark was broken and unraveled. The procedure was completed using a non-penumbra guide sheath. There was no report of an adverse effect to the patient.